Event description:
Ous MDR - oversensing on the ventricular lead and noise of the ff channel. The shock was aborted. The lead is already in the patient with a blind cap. No adverse patient side effects were reported. This is all of the available information at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the home monitoring data from (B)(4) 2013 returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. At a next step, the received data were inspected. The pacing and shock impedance trend plots correspond to the time frame between (B)(4) 2013, around two months after the lead was capped. Therefore, no information regarding these parameters is available during the time the lead was in service. The available iegms, from the episode 4 registered on (B)(4) 2012, confirmed the presence of noise in the ventricular and far-field channels. No shocks were delivered. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. The presence of noise was confirmed through the inspection of the available data. However, based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation.